Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for api proficiency test on ca 125, ca 19-9, ca 27.29 and beta micro globulin (bmg) and aia-900, serial number (B)(4), from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-pack ca 125 specifications under page 7 states the following: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18[?]- 25[?]c) and mix gently. The sample required for analysis is 100 ul. The aia-pack ca 19-9 specifications under page 5 states the following: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below until analysis. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25°c) and mix gently. The sample required for analysis is 50 ul. The aia-pack ca 27.29 specifications under page 5 states the following: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25°c) and mix gently. St aia-pack 27.29 assay requires a 1:21 dilution of the serum with 27.29 sample diluting solution prior to analysis. Nexia, aia-600 ii, aia-1800 and aia-2000 software can be configured to perform the dilutions automatically. Diluted serum or plasma should be used within 24 hours and should not be stored. The sample required for analysis is 20 ul of diluted serum or heparinized plasma (1:21). The aia-pack bmg specifications under page 4 states the following: specimen collection and handling either serum, heparinized plasma or urine may be used for this assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Urine should be collected in a container to which no preservatives have been added. After collection the urine ph should be adjusted to read 7-8 if the testing will not be done immediately. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. All samples require dilution prior to analysis. Serum and plasma samples are diluted 1:51 and urine samples 1:5. In the aia-600ii, aia-900, aia-1800 and aia-2000 dilution factors are identified in the test file as sp.1 for serum (1:51) and sp.2 for urine (1:5). The sample volume required for analysis is 10 ul of serum or plasma and 50 ul of urine. The most probable cause of the reported event was due to original sample integrity or specimen handling.

Event description:
Tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed on four analytes, ca 125, ca 19-9, ca 27.29 and beta micro globulin (bmg) on the aia-900 instrument. Customer ordered a new sample from api. Customer will run the new sample and the thawed old sample. Technical support specialist (tss) followed up with customer, the customer reported that the thawed original sample ran within range this time and the new api sample was also within range. No further action was required.